Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noisy signals on this right ventricular (rv) lead. It was reported that the presenting electrogram (egm) showed noisy signals on the ra and rv leads shocking channels. It was noted that the health care professional (hcp) was able to reproduce the noisy signals with isometrics. No adverse patient effects were reported. At this time, the product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).